Event description:
It was reported, that during a gastric bypass procedure, the clamp arm could not be closed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.